Manufacturer narrative:
Patient identifier and weight not available for reporting. (B)(6). Date of device breakage is not known. (B)(4). (B)(6). A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the trochanteric fixation nail advanced (tfna) broke 9 months after implantation because of pathological non-union/pseudarthrosis. The nail broke at the blade junction. The devices were implanted on (B)(6) 2016 and revised on (B)(6) 2017. No information available about patient condition and outcome. Concomitant devices reported: tfna screw (04.038.205s, lot 7736215, quantity 1), locking screw stardrive (04.005.534, lot 9175096, quantity 1). This report is for one (1) tfna nail-right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturer investigation was completed. The investigation has shown that the tfna nail broke on its proximal part through the 130° hole for the tfna screw. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the specifications and with the international standard. This tfna nail was manufactured in april 2016 with no non-conformities reported. The measurable dimensions of the nail were checked and found to be in compliance with the technical drawings and the specifications. (B)(4). The above mentioned parts were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed. Visual inspection: nail broke on its proximal part through the 130° hole for the tfna screw. DHR no findings. Dimensions: no deviations to the specifications. Manufacture eval: no findings. Although the exact cause of failure cannot be determined, this complaint condition is likely a result of complication during the healing process, e.g. Non-union, pseudoarthrosis. A manufacturing or material related condition can be excluded. Corrected data: expiration date, UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing location: monument . Manufacturing date: 08-apr-2016 . Expiration date: 30-apr-2026. Part #: 04.037.256s, lot#: 9981051 (sterile) - 12mm/130 deg ti can tfna 360mm/right - sterile. Quantity 6. Inspection sheet for in-process/inspect dimensional/final inspection sheet for tfna assembly inspection was met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - 9734957; 04.037.912.4 - wave spring, shim ended bp-55 lot - 9850941; 04.037.912.3 - tfna lock drive bp-58 lot - 9943836. The 21127 - raw material, lot bp-88, lot - 9944779, received from (B)(4) company. Certified test report was received from perryman company meets specification. Certificate of analysis is received from metalwork pmd, inc meet specification. No nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient got implanted with a plate and status is well.